Event description:
This event is now reportable based on the analysis completed on 12/21/2005. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft kink occurred. No patient injuries or complications were reported. However, the returned product confirmed that there was a shaft kink as well as a fracture occurred.